Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. The patient initially had the device implanted to correct aortic stenosis. The patient reportedly left the operation in "stable condition." Per the discharge summary: "it appeared he was undergoing either some type of overall sepsis (he was being treated with zosyn for his c. Difficile) or else with his long night of hypotension had infarcted his bowel and thats seems the more likely diagnosis. He continued to deteriorate and expired late in the day in 2009 without ever really responding significant to all the different therapeutic efforts that were made." The device was not explanted; therefore, is not available for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information, the operative report, and the discharge summary was received. A device history record review is currently in process. Device not returned.